Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 during pre-implant interrogation. This device as never implanted. No patient involvement.